Event description:
It was reported that the patient wasn't feeling stimulation. Device diagnostics were performed and showed high impedance and a low output current. No additional relevant information has been received to date. No surgical intervention is known to have occurred to date.

Event description:
The patient underwent lead and generator replacement surgery. A company representative reported that the lead was found fractured during surgery. A photograph was provided to the manufacturer and confirmed the fractured lead. Per hospital policy, the explants were not returned to the manufacturer for analysis. No additional relevant information has been received to date.

Manufacturer narrative:
Corrected data: initial report inadvertently listed incorrect product code.

Event description:
It was reported that the patient did not have any traumatic events that could have caused the high impedance, but did have electroconvulsion therapy performed three times. It was also reported that the patient didn't feel stimulation for the 2017 year. The patient's device was disabled due to the high impedance.